Event description:
Device 2 of 2, reference MFR. Report#1627487-2017-03527. Follow-up identified surgery was undertaken wherein the patient's system was explanted to address the issue. Reportedly, it's unknown which one of the two systems was removed during the case (ref. MFR. Report#1627487-2017-03532) for the alternate system issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report#1627487-2017-03527. The patient received 2 scs systems (thoracic and occipital). It was reported the patient's occipital scs system is providing inadequate pain relief. As a result, surgical intervention may be undertaken as the next course of action